Event description:
Pcr test on (B)(6) 2020 tested positive for covid-19 pcr test on (B)(6) tested negative for covid-19 pcr test on (B)(6) tested negative for covid-19 all test done at the same facility ((B)(6)). FDA safety report ID# (B)(4).